Event description:
It was reported that the screen on the 6800 system was showing dark images. There was no report of patient injury.

Manufacturer narrative:
Information identified that the call was opened in error and cancelled by the customer. If additional information is provided, it will be reported as required.